Event description:
It was reported the patient experienced stimulation in the wrong location. The symptoms started two months prior. The symptoms were at the lead location. There was no known incident related to the onset of the symptoms. Impedances were checked and readings were >4000 ohms on bipolar pairs 0,2 and 0,3. The pt's programming was using 0,2,3. Further troubleshooting was being considered. Additional information has been requested.

Manufacturer narrative:
(B) (4).